Manufacturer narrative:
Device evaluation of monitor sn (B)(4) (manufacture date 02/24/2010) has been completed. The reported problem (damaged monitor case, damaged belt connector, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) (manufacture date 01/25/2016) has been completed. The reported problem (damaged belt connector) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resutled from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable, and that their monitor/belt connector was damaged.